Event description:
An optometrist reported that in 2004 she had observed a grey spot on the left eye of a pt associated with extended wear of focus night and day lenses. The pt had worn the lenses continuously since jan. 2004. The spot was about 2 mm in diameter located at 12 o'clock in the mid-periphery, halfway between the apex and the limbus. The eye care professional referred the pt to an ophthalmologist. The report from an ophthalmologist at a local hospital dated feb. 2004 gave the following info: left eye: small erosion in the superior cornea and a grey spot/ulcer that stained with fluorescein. The cornea is slightly thinner in the area of the ulcer. Perforation is unlikely at this stage. Aqueous flare. Visus 0.8. Diagnosis: erosio cornea, keratitis interstitialis and iritis acuta secondary to the keratitis. The ophthalmologist perscribed exocin, akvalol, chlora at night and syklo three times daily. The optometrist stated that the condition had now resolved leaving one round scar about 1 mm in diameter and a few small 'spots' close to it. No info on the effect on visual acuity has been supplied. No further info is avialable at this time.